Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the upper and lower cases were broken, and the battery release, release o-ring, battery drawer and battery drawer o-ring were missing. It was also noted that the knobs were contaminated, the side bail covers, side bails, ring bail and two case screws were missing, the battery contacts were compressed and not staked and the keyboard and serial number label were damaged. (B)(4).

Event description:
It was reported that the case of the external pulse generator was broken and that the battery compartment was missing. The generator was returned for service. It was analyzed and tested out of specification. No patient complications have been reported as a result of this event.